Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment exasperating previous back issues. Patient described the area as sensitive bruising on back. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized for back surgery, but there is no indication of medical intervention specifically for the bruising. Reporting out of an abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.